Event description:
Caller reported a malfunction on the pump after it was dropped. There was no adverse impact to the customer's blood glucose level. Cts resolved the issue by sending a replacement pump with updated software, and the caller was advised to use a backup insulin pump and mdi in the interim. The caller was also instructed to consult her healthcare provider for backup therapy recommendations, understood instructions about returning the problematic pump.